Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain"), herpes zoster ("shingles") and myalgia ("sore muscle"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, herpes zoster and myalgia outcome was unknown. The reporter considered arthralgia, herpes zoster, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal , arthralgia, herpes zoster and myalgia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain"), herpes zoster ("shingles") and myalgia ("sore muscle"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, herpes zoster and myalgia outcome was unknown. The reporter considered arthralgia, herpes zoster, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, arthralgia, herpes zoster and myalgia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case becomes an incident. New event added: hip pain, removal (medical device removal surgery), sore muscle. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.